Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient is deceased. The patient's cause of death was listed as sepsis, multi-organ failure due to chronic cardiac failure, and an old myocardial infarction due to ischemia. No information is available concerning the source of the sepsis. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.